Event description:
EKG tech was checking o2 cylinders for replacement, she was checking a cylinder for e.r. When she turned the main valve on, the flow meter exploded from the pressure release & debris was scattered hitting the tech in the face and hand.